Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the buttons were not responding on the keypad when trying to unlock the pump.